Event description:
A physician questioned his own falsely decreased architect ipth assay result of 20 pg/ml generated on an architect i2000sr analyzer. The sample was stored frozen after testing. The physician stated that his last pth result of 120 pg/ml was generated at a different facility (methodology unknown). Three days later, the present sample was thawed and recentrifuged and tested with a result of 91 pg/ml. The customer then rechecked several other ipth samples from previous days' testing and all correlated with their initial results. There was no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed across three architect analyzers using retained kits of architect pth assay lot 00212k000. Three levels of the pth analyte were analyzed on each instrument. All results met acceptance criteria indicating that reagent lot is performing acceptably. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect pth assay package insert contains information to address the current customer issue. Based on the results of the current evaluation, it was concluded that the architect intact pth assay is performing as intended. A product malfunction was not identified. Manufacturer was incorrect in the initial MDR submission. Correct manufacturer is abbott (B)(4). Concomitant product list number was incorrect in the initial MDR submission. The correct list number for the architect i2000sr analyzer is ln: 03m74-02. Manufacturing site for device was incorrect in the initial MDR submission. The correct manufacturing site for the device is abbott (B)(4). (B)(4)

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).